Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty maintaining tip deflection. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The steerable guide catheter (sgc) was advanced to the left atrium without issue. When the sgc was in the left atrium, the plus knob was noted to have turned back on its own and the tip would lose the desired curve. The knob was held to keep it in place during the procedure when the plus curve was needed. The procedure continued with successful implantation of two mitraclips, reducing mr to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a definitive cause for the reported knob issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.